Event description:
On (B)(6) 2012: hyperthermia, (B)(6) 2012: redness buttocks / maceration buttocks, (B)(6) 2012: traumatic wound during transfer bed to chair or sacrum; (B)(6) 2012: noticed that mattress was not turned (duration unknown) and is deflated. Multiple origins of development of wounds; installation of nimbus system.

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. On behalf of the manufacturer (getinge (B)(4) co., ltd.). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.